Event description:
According to the reporter, during the esophagectomy/gastric tube procedure, when the nurse connected gia6038l to the handle it connected loose and they could not use the device. The sales rep noticed the white safety shield of the cartridge was popped. The event occurred in use for patient. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
This device problem is not reportable.